Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on may 23, 2022 that a flexiva pulse laser fiber was used during a ureteroscopy procedure to treat stones in the kidney, performed on (B)(6) 2022. During the procedure, the plastic part of the laser fiber was noted to be hot. There was no reported burn injury to the user or to the patient. There were no patient complications reported as a result of this event.